Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 11 weeks ago. Aneurysm morphology at the time of implant was not reported and the aortic neck was calcified. The stent graft was aggressively ballooned post implant. It was reported that the pt returned for the 30 day follow-up and was found to have a proximal type I endoleak which was attributed to the calcified aortic neck. There was also a type 3 endoleak in the aortic bifurcation of the stent graft and this was attributed to the aggressive ballooning at the time of implant. Further aggressive ballooning of the proximal aortic neck was performed and that improved the type I endoleak. The type 3 endoleak was resolved by relining it with a talent iliac limb. No additional clinical sequelae were reported and the pt will be followed.